Event description:
A call place to technical services on 07/27/2016 reported that his rv lead was implanted on (B)(6) 2012. It was reported that there were alert and shock lead impedance went out of range. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).